Event description:
It was reported that the pt presented with blurred vision approximately two years post-lens implantation. The surgeon discovered the lens had opacified and the lens was explanted (B)(6) 2013.

Manufacturer narrative:
The lens has been returned to b and l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.